Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, dissection of the coronary sinus occurred after use of the catheter. The procedure was cancelled. The patient was stable following the procedure.